Event description:
During an atrial fibrillation procedure, when removing the insertor from the device, the distal part of the device was pulled by the dilator side and the hemostatic valve was dislodged. The device was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported dislodged hemostasis valve remains unknown.